Manufacturer narrative:
Case-(B)(4): the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cryo device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported by the surgeon on 12/4/2018 that a patient underwent a thoracotomy procedure and a cryo device was used. Post-procedure the patient was doing okay but still had bad back pain. Two weeks later during a follow-up visit, patient was having a severe neuropathic pain involving the area just lateral to midline right about where cryo probe was used. The patient has hyperesthesia and crippling pain over the area just above incision medial to the scapula. This event is a procedure related complication. There was no reported device malfunction.